Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The related components were revised at 10 months after the unicompartmental surgery. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.biomedcentral.com/1471-2474/16/177/. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient was revised to a total knee arthroplasty due to instability. Patient's acl ruptured.